Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (suspend) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2018 with the following findings: review of the pump histories revealed the last basal delivery was on (B)(6) 2017 at 2:40 pm. The alarm history showed multiple manual pump suspensions. No activity outside of normal use was observed in the pump records. ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours without any errors, warnings or alarms occurring. The pump was correctly suspended and resumed during investigation. No auto-suspension events occurred during the investigation. The device was found to be operating as intended without malfunction. Investigation did not duplicate the complaint. (B)(4).